Event description:
It was reported that shaft break occurred. The less than 30% stenosed target lesion was located in a moderately tortuous and severely calcified proximal coronary artery. A 4.00 x 12mm synergy? Xd drug-eluting stent was selected for treatment. During the procedure, the physician was unable to advance the device, and upon removal, the shaft was found to be broken. The device was retrieved successfully, and the procedure was completed with a new stent. No patient complications were reported.

Manufacturer narrative:
D4 batch lot number updated. Device evaluated by MFR: a synergy xd mr ous 4.00 x 12mm drug-eluting stent (des), was returned to the complaint investigation site (cis). A visual and tactile examination of the hypotube shaft identified a break 17.8cm distal to the distal end of the strain relief, 82cm proximal from the port exchange and a middle segment that was 21cm in length. Multiple kinks were also identified along the length of the hypotube. No kinks or damages were identified with the outer or mid-shaft sections of the inner lumen of the device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. A microscopic examination of the distal and proximal markerbands identified no damage. The distal bumper tip showed was flared. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The less than 30% stenosed target lesion was located in a moderately tortuous and severely calcified proximal coronary artery. A 4.00 x 12mm synergy? Xd drug-eluting stent was selected for treatment. During the procedure, the physician was unable to advance the device, and upon removal, the shaft was found to be broken. The device was retrieved successfully, and the procedure was completed with a new stent. No patient complications were reported.